Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004, the patient was implanted with an unk bard composix kugel mesh during an unspecified pelvic procedure. On (B)(6) 2013- the patient underwent explant of the unk bard composix kugel mesh. The attorney's report alleges defective mesh, explant, permanent injury, pain and suffering.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.